Event description:
It was reported that while the surgeon was impacting the stem, the tip of the inserter fractured off into the stem. The doctor was able to remove the tip from the stem and surgery was completed using another device. There was no patient injury as a result of the malfunction. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6. H11. One tloc 133 offset inserter was returned and evaluated. Upon visual inspection the tip of the device has fractured. The strike plate of the device shows multiple indentations. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.